Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2013, condom (birth control) from 2009 to (B)(6) 2012, nickel sensitivity, obesity (bmi: 31.744), eczema (cream) and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced eczema ("severe eczema"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), sciatica ("sciatic nerve pain") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramps") and menstrual disorder ("problems with menstrual cycle"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, eczema, nausea, allergy to metals, fatigue, weight increased, sciatica, hypoaesthesia, alopecia and menstrual disorder outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, eczema, fatigue, hypoaesthesia, menstrual disorder, nausea, pelvic pain, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 270 lbs. On (B)(6) 2017, surgical pathology report revealed: cervix: squamous metaplasia with mild chronic cervicitis. Right and left fallopian tubes: walthard and paratubal cysts. Metal coils consistent with birth control coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received : reporter information added. New event "problem with menstrual cycle" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2013, condom (birth control) from 2009 to (B)(6) 2012, nickel sensitivity, obesity (bmi: 31.744), eczema (cream) and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced eczema ("severe eczema"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), sciatica ("sciatic nerve pain") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy"), abdominal pain lower ("cramps"), menstrual disorder ("problems with menstrual cycle"), dyshidrotic eczema ("dishidrotic eczema") and pruritus ("itchy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, eczema, nausea, allergy to metals, fatigue, weight increased, sciatica, hypoaesthesia, alopecia, menstrual disorder, dyshidrotic eczema and pruritus outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dyshidrotic eczema, dysmenorrhoea, eczema, fatigue, hypoaesthesia, menstrual disorder, nausea, pelvic pain, pruritus, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 270 lbs. (B)(6) 2017, surgical pathology report revealed: cervix: squamous metaplasia with mild chronic cervicitis. Right and left fallopian tubes: walthard and paratubal cysts. Metal coils consistent with birth control coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received: new reporter was added. New events dishidrotic eczema and itchy were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2013, condom (birth control) from 2009 to (B)(6) 2012, nickel sensitivity, obesity (bmi: 31.744), eczema (cream) and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced eczema ("severe eczema"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), sciatica ("sciatic nerve pain") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and abdominal pain lower ("cramps"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, eczema, nausea, allergy to metals, fatigue, weight increased, sciatica, hypoaesthesia and alopecia outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, eczema, fatigue, hypoaesthesia, nausea, pelvic pain, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 270 lbs. (B)(6) 2017, surgical pathology report revealed: cervix: squamous metaplasia with mild chronic cervicitis. Right and left fallopian tubes: walthard and paratubal cysts. Metal coils consistent with birth control coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) female patient who had essure (batch no. B61394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal in (B)(6) 2013, condom (birth control) from 2009 to march 2012, nickel sensitivity, obesity (bmi: 31.744), eczema (cream) and chronic cervicitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced eczema ("severe eczema"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), sciatica ("sciatic nerve pain") and hypoaesthesia ("numbness in legs"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and abdominal pain lower ("cramps"). The patient was treated (B)(6) 2017; hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, eczema, nausea, allergy to metals, fatigue, weight increased, sciatica, hypoaesthesia and alopecia outcome was unknown and the dysmenorrhoea, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, eczema, fatigue, hypoaesthesia, nausea, pelvic pain, sciatica, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). On (B)(6) 2017, surgical pathology report revealed: cervix: squamous metaplasia with mild chronic cervicitis. Right and left fallopian tubes: walthard and paratubal cysts. Metal coils consistent with birth control coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: this case is incident. Reporter information was added. This case concerns 29 year old patient. Her demographic was updated. Her historical and concurrent condition was added. Lab data was added. Essure insertion date and removal was updated. Essure indication was amended. Her concomitant medications were added. Per plaintiff fact sheet following events: pain, abdominal pain, severe eczema, nausea, nickel allergy, dysmenorrhea (cramping), fatigue, weight gain, sciatic nerve pain, numbness in legs, hair loss and abnormal bleeding (vaginal), cramps were added. She had recovered form event: abnormal vaginal bleeding and dysmenorrhea (cramps). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.